Event description:
It was reported that this electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. It was reported that the patient was exercising at the time. Noise was able to be recreated in clinic when the patient raised their left arm above the head. It was also noted that the patient had lost weight. An electrode issue was suspected. Surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product was received for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. It was reported that the patient was exercising at the time. Noise was able to be recreated in clinic when the patient raised their left arm above the head. It was also noted that the patient had lost weight. An electrode issue was suspected. Surgical intervention was undertaken. The electrode was explanted and replaced. No additional adverse patient effects were reported. The return of the product was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.